Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no complaints reported from this lot. The investigation was unable to determine a cause for the reported premature deployment. It may be possible that the tip was inadvertently grasped during removal of the stylet; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation the .014 acculink self-expanded stent was noted to be exposed but not flowered, so the device was not used. There was no patient involvement and no clinically significant delay in the procedure. Another acculink was used to successfully complete the procedure. No additional information was provided.